Event description:
During a routine service call for the opmi vario/s88 the field service representative inadvertently neglected to reinstall the dovetail, a grooved metal plate required for mounting the laser micromanipulator which is used during certain surgeries. In 2006, the surgeon attempted to use the opmi vario during surgery. When attempting to mount the laser micromanipulator. He was unable to do so as the dovetail was not installed. The surgeon stopped the surgery as rescheduled it . He notified the manufacturer 3 days later.